Manufacturer narrative:
(B)(4). Visual inspection found a cut in the sheeting of the device. Leak testing was performed and a leak was noted at the cut in the sheeting. Clear passage testing and clamp function testing were performed with no issues noted. The device was run on a lab homechoice (hc) machine and the hc alarmed system error 2240 alarm due to the cut in the sheeting. The sheeting of the device was replaced and the device was run on a lab hc with no issues. The system error 2240 was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned integrated automated peritoneal dialysis set, the set cause a system error 2240 (air in set) alarm on a lab homechoice (hc) device. No additional information is available.

Manufacturer narrative:
(B)(4). The system error 2240 was confirmed during the sample evaluation, because there was a cut found in the sheeting of the cassette. Pressure testing noted a leak at a cut in the sheeting. The cause of the cut could not be determined. Should additional relevant information become available, a follow-up report will be submitted.